Manufacturer narrative:
The ventilator was sent to the manufacturer for evaluation. The mixer (part of the ventilator) was out of specification when tested at 0.80 fio2. The reading was 76.7% with a specification of (B)(4). After the device had been on for a while, the mixer reading at 0.80 fio2 was within specification. The fio2 being out of specification can be attributed to how the evaluator is testing the device. Readings will vary slightly based on where the evaluator sets the knob. The difference between the reading at time of evaluation, 76.7%, and the reading when the device was serviced on (B)(4) 2012, which was 77.4%, is a difference of less than 1%. The ventilator manometer is reading -2.5cm h2o with no air pressure. The reading should be (B)(4). The manometer needle requires adjustment. The reported noise is due to a fluidic manifold that operates by using controlled jets of gas. This is noisy. The noise may be reduced by using a foam muffler. Foam mufflers are not replaced each time the ventilator is overhauled. The foam may have deteriorated over time and the ability to reduce sound may have become inhibited. The patient circuit was not sent back with the device. The reported failure regarding the airway pressure could not be verified.

Event description:
The event occurred during testing. The ventilator is reported as making a strange noise and it will not reach peak inspiratory pressure.